Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set was blocked, not allowing the fluid to pass through the tube. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), and h11. H11: the actual device and a photograph of the sample were provided for evaluation. A visual inspection of the returned sample observed a blockage inside the tubing that prevented the flow of the solution. However, the reported issue was not identified during the visual inspection of the photo. The reported condition was verified. The cause of the condition was determined to be variations in the manufacturing of the product assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.